Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain at their implantable neurostimulator (ins) site because the ins started coming through the skin. They want the device removed and need to find a physician that will help. Additional information was received from the patient. It was reported that the ins did not come through the skin but it had moved which now caused back pain and it had been getting worse over the years. The patient said they could not wear "clothes with elastic at waist", or belts or lay on their back on the right side. The patient stated they had not found a doctor to remove the ins. The patient said their family physician referred them to a surgeon but they refused to touch it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was going to be removed. The patient stated that they thought they were having an issue with it. No patient symptoms were reported and there were no complications. Indication for use is post lumbar laminectomy syndrome.